Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the damaged safety clamp shim was not determined. To correct the condition, the safety clamp shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged safety clamp shim. No additional information is available.